Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Did the glass penetrate the user¿s skin? No. What was done to treat the shard penetration? Na. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? No. What is the name and date of the surgical procedure? Na. Can you identify the lot number of the product that was used? Na.

Event description:
It was reported that when the surgeon pushed the topical skin adhesive, he found that pieces of glass broke through the outer layer. The glass did not penetrate the user's skin. There was no adverse patient consequence.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4). Additional evaluation summary: the actual product was returned for evaluation. Upon visual inspection, it was observed that the returned unit was received without the original packaging. The device was observed with polymerized vial and the ampule broken. This evidences that the pen device was broken. There was no evidence found of glass trough the outer layer. The manufacturing records could not be reviewed due to the lot number was not provided. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage.